Event description:
It was reported that the patient presented for an unrelated procedure on (B)(6) 2023. During the procedure, insulation damage was observed on the right atrial lead. The lead was capped and replaced during the procedure. The patient was stable.